Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported that the 30-degree endoscope moved in different direction. The endoscope did not rotate smoothly with strong resistance and emitted abnormal sound during the rotation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion of the 30-degree endoscope, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not confirm that the 30-degree endoscope moved in different direction. However, the fse confirmed resistance and abnormal sound when rotating the endoscope. The fse replaced the 30-degree endoscope. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed the reported complaint. The endoscope did not rotate smoothly. The endoscope was found to have damaged attached endoscope adapter (aea) and strain relief on ic housing. The endoscope failed the transmittance test. The root cause was attributed to a component failure. The complaint regarding the reported issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the device logs for the 30-degree endoscope (part# 470057 / lot/serial# 10049701) associated with this event has been performed. Per this review of the logs, the 30-degree endoscope was last used on 23-dec-2022 via system serial# (B)(4). There were 1889 uses remaining after this last usage. No image or video was available for review. The probable root cause of the reported issue is attributed to a component failure of the attached endoscope adapter (aea) of the 30-degree endoscope. This issue can be resolved by replacing the endoscope. This complaint is considered a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.